Manufacturer narrative:
During repair by the getinge fse, the solenoid drive board was also swapped out/replaced according to field corrective action per service bulletin (B)(4). The full name of the initial reporter is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the unit and troubleshooting showed that the control for the display and the keyboard were defective. The fse reported that possible causes can be voltage spikes. The defective boards were replaced. Function test was done. In addition, the iabp was upgraded according to the customer information. The solenoid driver board was also swapped. Function and calibration of the board was checked; bleed recognition recalibrated. Test values are within the limits. Functions were tested and passed.

Event description:
It was reported that the display flickers and does not appear fully. The operating buttons do not react. It is unknown under which circumstances this event occurred. However, there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Corrected field: (the date of the initial MDR was omitted from the report)

Event description:
It was reported that the display flickers and does not appear fully. The operating buttons do not react. It is unknown under which circumstances this event occurred. However, there was no patient involvement, thus no adverse event was reported.